Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
It was reported that the unit's touchscreen was unresponsive or had a calibration failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
The touchscreen assembly was received for analysis. The customer reported complaint cannot be confirmed the returned touchscreen assembly was tested and no failures were identified.